Event description:
It was reported that during a right pneumonectomy procedure the instrument was used to staple the bronchus. It was reported that the staple line failed when the pt was turned. Intraoperatively staples appeared to be intact. The pt was re-operated to correct the defect.